Manufacturer narrative:
(B)(4). The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead after successfully positioning the lead the pace impedance measurements appeared normal when testing the lead with a pacing system analyzer (psa). When the ra lead was connected to the device high out of range pace impedance measurements were noted. The ra lead was reinserted into the device header, but high out of range pacing impedance measurements persisted. The field representative thought the issue maybe be due to a lead/tissue interface, thus the lead helix was adjusted to ensure it was all the way extended. The ra lead pacing impedances was retested, and this did not resolve the issue. The physician elected to reposition the ra lead and retracted the helix. When the physician was happy with the new position an attempt to extend the helix was not possible after many rotations. The ra lead was surgically abandoned and will be returned for analysis. The device was successfully implanted with a new lead. No adverse patient effects were reported.